Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Discomfort in his hip [musculoskeletal discomfort]. Pain in his hip [arthralgia]. Case description: spontaneous report received on 30-apr-2008 from a male consumer, age unk, initials mj, who experienced pain and discomfort in an unspecified hip after receiving synvisc. The pt had the first injection of synvisc into his (unspecified) hip on an unk date in 2008, and had no after-effects from this injection. The second injection into the hip occurred one week later in the same month. After the second injection, the pt was admitted to the hospital and was treated with morphine due to the pain and discomfort in his hip. At the time of this report, he was unable to work and was taking arthrotec three times a day as well as morphine. The outcome of the events was unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review was not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.